Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that when starting up, "power test error" is displayed and it cannot be used. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Fa investigation update. This pca was returned "when equipment is started a "power test error" message appears-". This was not verified in lab testing. The therapy pca passed all tests during op check and performed as expected. Therefore, there is no fault found (nff) with this therapy board. Data generated by this investigation will be logged for trending analysis.

Event description:
This report is based on information provided by philips lab service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that when it started, a "power test error" was displayed and it could not be used. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This pca was returned "when equipment is started a "power test error" message appears-". This was not verified in lab testing. The therapy pca passed all tests during op check and performed as expected. Therefore, there is no fault found (nff) with this therapy board. Data generated by this investigation will be logged for trending analysis.

Event description:
This report is based on information provided by local philips customer support personnel and has been investigated by the philips complaint handling team.¿ philips received a complaint on the philips dfm100 defibrillator indicating that the device issued power test errors that prevented the device from powering on normally. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.